Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, UDI: (B)(4), serial:(B)(4), batch: a000107794.

Event description:
It was reported the patient experienced migration on one of the two leads implanted. It is unknown when or how the issue occurred. As a result, the lead was explanted and replaced to address the issue. The investigation did not determine which lead migrated.

Manufacturer narrative:
Correction: section h-the medical device problem code should have been 4003 rather than 3023. Correction: section h-the investigation findings code should have been 213 rather than 3221. Correction: section h-the investigation conclusion code should have been 67 rather than 4315. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.